Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels in the 60s (mg/dl). Customer consumed glucose tablets to treat low bg level. Reportedly, customer has consumed less food recently in preparation for surgery and wanted to know how to change pump settings. System check with tandem technical support indicated the pump was performing as intended. Recommendation was made to discuss diabetes management with health care provider prior to making any changes to the pump settings.